Event description:
Catheter balloon ruptured circumferentially during the procedure the catheter was removed with no pt injury or further complications being reported. No replacement catheter was necessary as the case was completed using the reported item.